Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that on date of report the sensor pod and transmitter jointly become dislodged from the sensor on his body. Patient reported that the adhesive remained on application site and sensor wire remained protruding from his skin. At the time of his call to technical support, patient reported that he is in fine condition. No medical intervention was required.